Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer opened while recovering storage space, but the individual cubie did not. The field service engineer done the power cycle and ran the diagnostics successfully to restore the drawer. The fse verified the customer returned the bad cubies to the pharmacy. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a cubie was failed to open, the customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.